Event description:
It was reported that the image quality on the 9600 system was poor and that the system displayed an iris pot error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported error message could not be duplicated. Collimator calibration completed. Reported error did not reoccur. The system was tested and found to be working as intended and placed back into service.